Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Health effect clinical code: (B)(4) (dissatisfaction with visual outcome). Investigation type (B)(4): lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm6_13.2 implantable collamer lens, -6.5 diopter into the patient's right eye (od). The surgeon reports the patient is unhappy with the visual outcome. Reportedly, the lens remains implanted.

Manufacturer narrative:
B1: updated; b5: updated information: on (B)(6) 2021, the lens was exchanged with a same size different model lens. And the problem was resolved. Preop bcva value 20/20. Postop bcva prior to exchange was 20/32. After exchange, reported as 20/20. Initial lens implanted on (B)(6) 2021. Claim# (B)(4).

Manufacturer narrative:
H3- device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no damage to the lens. Claim# (B)(4).